Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l5-s1 to treat spondylolisthesis. It was reported that approximately 33 months post-op a broken screw was found at s1 on films. No revision surgery has taken place. No patient complications were reported.